Manufacturer narrative:
Eval summary: all acetabular liners incur wear over their life based on the construction, placement, fixation, pt activity, pt size, and a multitude of other factors. While all efforts are made to minimize this wear it cannot be eliminated and it is expected that in this case the pts activities, build, surgical placement and the use of conventional polyethylene led to the wear described. Aseptic loosening of prostheses then can happen for a number of reasons, one of which can be the bodies reaction to polyethylene wear particles. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with loosening due to wear of the poly liner.